Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 4 rails were starting to fail. A field service engineer found that the bearing cage was coming out of the drawer slide rail assembly. A field service engineer replaced both drawer rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, the drawer failed to open. The reported malfunction occurred when the user was trying to issue medications to a patient, but this did not prevent the customer from getting the medications. There were no adverse events or injuries reported based on this event.